Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to inappropriate ventricular fibrillation (vf) therapy delivered by the implantable cardioverter defibrillator (ICD). The patient¿s vf spontaneously terminated and the device still delivered therapy after termination. The device remains in use. No further patient complications have been reported as a result of this event.